Event description:
Reportedly, on (B)(6) 2014, a remote follow-up alert report was triggered because of shock delivery. On (B)(6) 2014, a face to face follow-up was performed: the physician realized that the alert report was actually referring to the shock delivered by induction during the implantation on (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, on (B)(6) 2014, the 7th, a remote follow-up alert report was triggered because of shock delivery. On (B)(6) 2014, a face to face follow-up was performed: the physician realized that the alert report was actually referring to the shock delivered by induction during the implantation on (B)(6).